Event description:
It was reported that the right ventricular lead exhibited oversensing noise and the right atrial lead exhibited oversensing noise causing inappropriate mode switch. Programming changes were performed. Further information was requested however, was not provided.